Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is not fully charging to be able to deliver defibrillation therapy. As a result, defibrillation therapy may be unavailable, if needed. Upon evaluation of the customer's device, stryker observed that when the device was able to deliver a shock, the shock delivered was monophasic energy instead of biphasic. As a result, the wrong defibrillation therapy may be delivered to a patient.